Event description:
It was reported during a service for product performance there was oversensing noted. In addition, the lead integrity alert (lia) was triggered. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.